Event description:
Customer reported a cracked and shattered touchscreen on their pump, which was unresponsive and illegible. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode. The caller was also instructed to return the problematic pump with a pre-paid label within 10 days. The customer planned to use multiple daily injections as a backup insulin therapy in the meantime.